Event description:
(B)(6): on (B)(6) 2012, the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive for about a month. The patient reportedly cleans the pump with a dry cloth and wears the pump on a belt. There were no reported bg excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the up arrow button contact was found to be misaligned.

Manufacturer narrative:
This supplemental report serves to correct the pump serial number and the original incident description. The pump serial number was originally reported as (B)(4), however, the correct serial number is (B)(4). The incident description should state: on (B)(6) 2012, the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive for about a month. The patient reportedly cleans the pump with a dry cloth and wears the pump on a belt. There were no reported bg excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.